Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming. The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.